Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Edwards was notified by a patient with an implanted 25mm aortic valve that he was treated with a vascular plug procedure after an implant duration of 6 weeks due to severe perivavular leak. Reported by patient, he also experienced hemolytic anemia post-implant of the alleged valve.

Event description:
Edwards was notified by a patient with an implanted 25mm aortic valve which developed severe paravalvular leak after an implant duration of 6 weeks. The patient was treated with a vascular plug procedure. Patient was discharged home in stable condition on pod #1. Reported by patient, he also experienced hemolytic anemia post-implant.

Manufacturer narrative:
H10:  additional manufacturer narrative . Updated b5, b7, e1, and e3 per new information received.

Event description:
It was reported via implant patient registry that a 25mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 1 year, 3 months due to unknown reasons.

Event description:
It was reported via implant patient registry that a 25mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 1 year, 3 months due to regurgitation and hemolytic anemia secondary to paravalvular leak. Per medical records the replacement valve was seated and tied down well. Tee showed the resolution of pvl. On pod #6 patient underwent an implantable loop recorder placement. Patient was discharged home in stable condition on pod #7.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.